Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple power sources. Reportedly, the customer noted damage to the usb cable. A replacement usb cable was sent to the customer. There was no impact to the customer's blood glucose level.